Event description:
It was reported that during a routine pulse generator change out, the atrial lead exhibited an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 38.5 cm to 40.0 cm from the connector pin. An insulation abrasion was found at 27.5 from the connector pin, due to friction with another device.